Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of sensing problem and dislodgement was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the helix, the helix length was within specification. Further analysis performed, including sensitivity test found no anomaly contributing to sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited inadequate sensing and dislodgement during tether mode. A different lp was used to complete the procedure. The patient was in stable condition.